Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the manufacture and expiration dates are unknown. However, the complainant reported that the device was not expired. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2021 that a hot axios stent was to be implanted transgastric to the pancreas to treat a pseudocyst during a pseudocyst drainage procedure performed on (B)(6) 2021. During the procedure, the first flange was deployed; however, the first flange did not deploy inside the cyst. The stent was pulled out of the cyst into the stomach and the first flange deployed. The hot axios stent was removed from the patient and the cyst drained successfully from the puncture of the axios. No new device was implanted. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.